Manufacturer narrative:
(B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article petersen, w. And metzlaff, s. (2016) open wedge high tibial osteotomy (hto) versus mobile bearing unicondylar medial joint replacement: five years results. Arch orthop trauma surg, volume 136: 983-989. The purpose of this article is to compare clinical results after open wedge hto (ow-hto and medial unicondylar joint replacement (uka) in patients aged between 55 and 65. This retrospective comparative study compared patients that were either treated by ow-hto or minimal invasive uka between 1 january, 2007 and 31 december, 2008. The study included fifty-four patients aged between the ages of 55 and 65 years. Six (6) patients were lost to follow-up leaving forty-eight patients in the study. The uka group consists of twenty-five (25) patients (9 males and 16 females, with an average age of 60.7 +/- 2.5 years). The ow-hto group consists of twenty-three (23) patients (14 males and 9 females, with an average age of 58.9 +/- 2.8 years). The minimum follow up for this study was 5 years postoperatively. A copy of the literature article is attached to this medwatch. This is report 1 of 1 for (B)(4). This report is for an unknown - tomofix plate and refers to one (1) unknown patient had revision due to postoperative hematoma in the ow-hto group, one (1) unknown patient was diagnosis with deep venous thrombosis in the ow-hto group and 41% of patients in the ow-hto group experienced pain while 59% of patients in the ow-hto group experienced no/mild pain.